Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an under infusion. Service evaluation verified the under infusion during a visual inspection which found a lack of grease on the cam lobes which caused above normal wear on the cam lobes and pushers. The cam shaft assembly, fingers and valves were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device delivered at a lower rate or volume than programmed (under infusion). There was no patient involvement. No additional information is available.